Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime, and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. Unable to confirm the motor position encoder error alarm due to an overwritten history file. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call issues with their insulin pump. The customer states they received motor error alarm. The customer received motor position encoder error. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.